Event description:
It was reported that this was a closure of a right common femoral artery with a prostyle device using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the first prostyle suture was pre-placed without issue. A break occurred with the second prostyle device. The device was simply removed manually. The suture of a third prostyle device was successfully pre-placed. The sheath was upsized to a 18f and the tavr procedure was completed. Hemostasis was achieved with the first and third pre-placed prostyle sutures there was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: email address removed

Event description:
N/a.